Event description:
Subsequent to the initial medwatch report, additional information was received that indicates the patient was previously referred to a gastroenterologist and results of unspecified tests were negative. The patient's physician reported that the symptoms may possibly be related to plavix and offered to bring the patient back for investigation and re-catheterization, at which point the patient indicated that in the last week or so symptoms are better and would prefer not to have any further investigation for now. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, two xience v stents were implanted (2.75x15 and 3.0x8) in the circumflex artery. Six months to one year post stent(s) implant, the patient began experiencing a burning sensation in the chest area. Initially, the burning sensation was mild; however, over time, the burning sensation has increased and continues on a daily basis for several hours. The patient has consulted with the cardiologist, but no treatment has been provided. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The 2.75 x 15 mm xience v is being filed under a separate medwatch MFR number. There were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.